Manufacturer narrative:
Initial reporter address: (B)(6). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had insufficient vacuum. No report of injury or medical intervention. No report of blood exposure to mucous membrane.

Manufacturer narrative:
Date received by manufacturer updated to: 01/15/2018.